Event description:
Pt uses subcutaneous set to administer desferal daily. Product has a disc to hold it in place on skin around the needle. The adhesive recently has been so hard to remove that the needle has to be wiggled to get set off causing bleeding and bruising.